Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device displayed a "check pads" message. Another set of pads were used, but the same error message appeared. The user then used another defibrillator that performed as expected, which identified the patient's rhythm to be asystole. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The device was recertified and returned to the customer. The device's summary report was not available for review as part of this investigation. The electrode pads were not returned to zoll medical corporation for evaluation. No trend is associated with reports of this type.